Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. The issue did not cause the customer's blood glucose to exceed critical thresholds. Technical support provided pump reset information and assisted the caller in resetting the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.